Manufacturer narrative:
The recipient reportedly experienced decreased performance. A review of the device history record was completed and no anomalies were noted. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information section d.9. The recipient reportedly experienced decreased performance. Device testing revealed abnormal results. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed the electrode was severed. This is believed to have occurred during revision surgery. Photographic imaging inspection revealed broken electrode wires in the fantail region. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. X-ray inspection revealed broken wires in the fantail region. It is believed that these breaks caused the opens detected in the clinic which impacted performance. A corrective action was implemented. This older device configuration is no longer manufactured. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced an open electrode. Device testing confirmed an open electrode. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.